Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were suggested. Physician decided not to take any action.

Event description:
New information received notes that the recommended programming changes were made.